Manufacturer narrative:
The returned intraocular lens was measured for power and confirmed to be a 14.0 diopter as labeled. All other optical properties met specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported the intraocular lens (iol) was explanted without patient complications 1 month after implant. The lens was explanted due to improper iol power.